Event description:
The nurse started the IV when the needle broke. There was no harm to the patient.

Manufacturer narrative:
Attempts to retrieve the sample and additional information have been made. Upon completion of the investigation, a supplemental report will be submitted. (B) (4).